Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered anti-tachycardia pacing (atp). The health care professional (hcp) was concern on why the device delivered atp for the rhythm which appeared to be supraventricular tachycardia (svt). Technical services (ts) reviewed the episode on the presenting electrogram (egm) and stated that a similar morphology to the treated tachyarrhythmia was noted. Ts stated that there was farfield r-wave oversensing on the right atrial (ra) channel. This device remains in service. No adverse patient effects were reported.